Event description:
It was reported to philips that the geometry movements of the allura device were unavailable. No harm was reported to philips. A philips field service engineer (fse) remotely requested that the user check the geometry controls and it was identified that one of the user controls was stuck activated. The user released this and the device was returned to expected functionality. Philips has continue to investigate of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) communicated with customer and confirmed geometry movements partly available. Upon remote observation the rse suggested the customer to check the buttons on geo module and customer confirmed that one of the button was pressed which restricted the movement function. Once the pressed button on the module was reset system was back to working condition. This issue reoccurred 2 times and later philips fse changed the geo module. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.